Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record (lhr) for this product was not performed because the lot number was not reported and the product was not returned for analysis. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted with two proglide devices after a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there were failed closures with the proglides and the physician had not used proglide devices in awhile. An unspecified device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.